Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting decreased pacing impedance measurements, loss of capture and elevated threshold measurements on the right ventricular (rv) channel. Additionally, asynchronous pacing was noted. The atrial channel exhibited oversensing. The patient had recently undergone a coronary artery bypass graft (CABG) surgery and an x-ray revealed microdislodgement of the rv and atrial leads. A revision procedure occurred to reposition the leads. No additional adverse patient effects were reported.